Manufacturer narrative:
(B)(4). Reporter¿s complete address and phone number were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the attachment device heated up and had missing bearings. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the parts of the ball bearings were missing, tool could not be mounted, bearing defective and front cone were worn. It was further determined that the device failed pre-test for temperature, cutter insertion, lock operation and visual. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to construction/design false and defective. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Upon further evaluation of the device, it was determined that the device failed the cutter insertion assessment and the tip of the nose tube was flared out. During repair it was observed that the bearings are worn out and loose creating a situation where the cutter is not able to be inserted. This is because the bearings are no longer in axial alignment and not allowing the cutter to pass through. Failure was caused by worn out bearings. The issue with the bearings is consistent with normal wear over time. The issue with the flared out nose tube is indicative of excessive side loading causing the cutter to flex and to come in contact with the tip of the nose tube. The assignable root cause has been updated to user error and wear. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate. This medwatch is being resubmitted due to outage in FDA's electronic submission gateway (esg) upon initial submission.